Event description:
Cook medical reported for the customer, "fluoroscopy was done 10 days post insertion of the vital-port attached silicone catheter with introducer set titanium infusion port. It was noticed that the catheter had broken in half in the right atrium. On (B)(6), the patient underwent a procedure for removal of the broken catheter." From the information provided by the reporter, the patient experienced undo anxiety due to this event.

Manufacturer narrative:
(B)(4). Engineering reported, "a petite titanium port body, catheter lock and two segments of catheter (9 & 13cm) were returned for evaluation. The smaller segment was attached to the port body. Two faces of the mid-catheter break, matched up so the orientation of segments could be determined. The facing surfaces indicate that the catheter was partially cut with a sharp instrument and partially torn. The distal most portion of the catheter was observed to have an elliptical cross section and the facing surface was concave and indications of being cut, through the majority with a sharp edge. None of the facing catheter surfaces were cleanly cut and there was no burnishing or bruising on the outer diameter of the catheter." Engineering stated, "the appearance of the mid-catheter break could indicate that it was started by an errant needle stick or other damage during implantation. Lack of burnishing on the o.d. Or facing surfaces typically indicates that the fracture happened over a short period of time. If the catheter was compromised, a tensile force applied coincident with the catheter axis could result in the fracture seen over the remaining surface." Engineering stated, "none. No non-conformances were found during this investigation."